Event description:
It was reported that a peritoneal catheter has broken in one, possibly two areas. According to the report, the catheter has been in place for only a few months. Reportedly, the patient was experiencing symptoms associated with the shunt and upon x-ray it was evident that the peritoneal catheter was broken. It was also reported that explant surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Additional patient/device information: it was later reported that during explant surgery on (B)(6) 2015, the catheter was not found to be broken. The catheter was found to have pulled out of the abdomen and was subcutaneous. It was also reported that the patient was experiencing headaches. (B)(4).